Event description:
Hamilton medical ag received the following description: during maintenance, the ventilator showed technical failure (tf) 7 code 26, indicating that mixer valves are defective. Logfiles have not been provided.